Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, scratch or mark on optic or blemish or indentation or scuff mark or score mark on optic on the lens was noticed. Additional information has received and it states that there due to the scratch on lens was removed during initial procedure. Scheduled procedure completed the same day. No patient impact was reported.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).